Manufacturer narrative:
Unable to perform the displacement test and occlusion test due to missing retainer. Device was received with missing reservoir tube o-ring, cracked battery tube threads, cracked case at battery tube side and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the battery compartment was cracked. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.